Manufacturer narrative:
Initial and final MDR 1903609- MDR 3003442380-2024-12290- device 5 of 5

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6) it was reported that infusion set fell off during use. Caller replaced infusion set and resumed insulin successfully. No further information available